Event description:
The customer reported to baxter (B)(4) a leak at the y-connector of an irrigation set during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one used unit for evaluation purposes related to leak condition. The sample was visually and functionally evaluated and the reported condition was confirmed. During visual inspection, the y-site was determined to be cracked and seems to have been double packed during the injection molding process. Injection molding personnel confirmed the condition was related to the molding process. The most probable root cause for the leak condition is related to damage in the y-site caused during the injection molding process.